Event description:
It was reported that the patient presented for routine generator changes. Interrogation prior to the procedure noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.